Manufacturer narrative:
Concomitant medical products: product ID 977a275, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that impedance testing of the complex regional pain syndrome (crps) patient¿s implantable neurostimulator (ins) system showed ¿abnormal impedances¿ of >10000 ohms on electrodes 1, 6, and 7. It was stated that while these impedances were measured at the time of report, that an earlier impedance test performed on (B)(6) 2016 found normal impedances. It was unknown whether any external factors had led or contributed to the issue. Despite the impedance issues, it was noted the patient¿s therapy used electrodes with normal impedances and that the patient¿s stimulation was delivered and they received effects from the device at the time of report. The impedance issue did not have an impact on the patient¿s therapy and as a result the patient was to be placed under observation. It was noted that there was a possibility of a connection failure or fracture. X-ray imaging was performed at a follow-up on (B)(6) 2016 and ¿identified that the right sided lead was dislocated in the caudal direction.¿ it was noted the patient¿s other lead was reprogrammed and their therapy was continued. The patient remained under observation, as it was stated that if their therapy could not be continued, that a re-operation would be considered. There were no surgical interventions performed and it was unknown whether any were planned. The issue remained unresolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.